Manufacturer narrative:
(B)(4). Date sent: 1/28/2016. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information requested and received: was there any issue with staple formation in primary procedure? No issue with staple formation. Procedure was uneventful what color cartridges were used throughout procedure and where? First 3 firings were green. Up by angle of his they were blue. Was buttressing material used? Yes how was the leak identified? Patient had sudden onset of pain which woke her from sleep and came to ER and CT scan showed leak. What was the post-operative care required? Required npo, readmission, tpn, abx. If a reoperation occurred, was the staple line observed? No reoperation. What is the current patient status? Stable.

Event description:
It was reported that after a sleeve gastrectomy procedure, there was a post-operative leak (2 weeks post op) of the staple line, location was by the gr junction of the stomach. The patient needed post-operative care due to the leak.